Manufacturer narrative:
The cause for the discordant advia centaur xp troponin ultra results is unknown. Siemens healthcare diagnostics is awaiting further information from the customer. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false high advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample. The patient sample was repeated twice and the results were lower. A second sample from the patient was tested two hours later and the result was lower than the initial high result. The patient was admitted due to the high troponin ultra result. The patient was treated for myocardial infarction. The clinical conditions of the patient was stable. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00190 on october 26, 2016. On 11/16/2016 additional information: the customer service engineer (cse) replaced the pmt and decontaminated the acid/base/wash 1 reservoirs. Prior to replacement of the pmt, the dark count of the photometer (with and without cuvettes) were out of range. After the replacement of the pmt, the dark counts were within normal range. After service the quality controls were run for the advia centaur xp tni-ultra and the results were within range. The patient was admitted for coronarography which showed a normal artery. The other cardiac markers that were run are cpk, sgot, ldh and ckmb. All the results were within the reference range. The cause for the discordant advia centaur xp tni-ultra result is unknown. The cause of the false high tni-ultra result that was first obtained can not be determined. However, instrument error cannot be ruled out as a cause. The instrument is performing within specifications. No further evaluation of the device is required. On 11/30/2016 correction: the correct date of event is (B)(6) 2016. Advia centaur xp instrument information: (B)(4), 510k number: k041133, product code: jje, catalog #: 10329339.